Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history identified the complaint was not related to a previous service of the device within the review period. A review of the event history log found error code 41622. The customer¿s reported problem was verified by testing the motor. The probable cause of the reported problem was a failed cam sensor. To solve the problem, the cam flex sensor and bracket were replaced. The device then passed all functional tests.

Event description:
It was reported that the device exhibited error code 41622 while priming. There was no patient involvement. The pump was not able to prime.